Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. Identification of issue has been done by analyzing problem description and service report. This complaint has been decided to be reported to competent authorities, as the initial description - pressure transducer test failure - might have underlying causes which represent a reportable event. In the further process of complaint handling it has been identified, that the issue was related to the expiratory cassette membrane, which had reached the end of its life. According to the information provided by the technician, the issue was resolved by expiratory cassette membrane replacement. There was no patient involvement. The root cause of the issue might be related to expected wear and tear. The correction of field h6 adverse event problem and evaluation codes - health effect ¿ impact codes was required. This is based on the internal evaluation. Previous health effect ¿ impact code: no health consequences or impact///2199. Corrected health effect ¿ impact code: no patient involvement///2645.